Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump keypad cover was observed to be torn over the ok button, exposing the key contact. During testing, all of the pump keypad buttons responded properly; the unresponsive keypad buttons were not confirmed or duplicated. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor reported the ok and down arrow buttons were unresponsive. The distributor reported the keypad was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).